Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high pacing thresholds; it was noted tha the lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced.